Manufacturer narrative:
Product complaint #:(B)(4). Initial reporter occupation: lawyer. (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to address loosening. The surgeon noted the tibial tray was loose at an unspecified interface. The tibia had fallen into severe varus and had approximately a 20 degree varus deformity preoperatively. The femoral component was slightly malrotated internally but well-fixed. There was some mild central bone loss on the femur and bone loss of the tibia. All components were revised. There were no indicated issues involving the revised tibial insert and patellar component. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2013. Dor: (B)(6) 2020 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 3612521. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specfications met. Corrected: d3.